Event description:
Baby had history of increasing apnea, bradycardia, and desaturation episodes with emesis. The baby was reloaded on caffeine and the spells improved. Baby's tube was accidentally discontinued during retaping the following day, and rn noted leak mid way down the tube. Ng tube at 14 cm mark had a hole/slit in it. Tube was inserted to 19cm; slit was approximately 5cm into infant or level of mid-esophagus. They are evaluating the incident. They visited the hospital to take a look at the device and take necessary photos.